Event description:
User called technical service of the manufacturer alleging an integrated bed exit detection system would not signal patient exiting the bed during the night. He mentioned also that the patient was found on the floor. No injury was reported.